Event description:
During placement the catheter pulled apart leaving approx 9 cms in the infant's umbilical artery. Retrieval was not possible; infant transferred to hosp. That facility reported pt's death through risk mgmt/quality office. External part of device sent to MFR.